Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and the subsequent treatments appear to be related to procedure circumstance. In this case, it is likely the rail suture was trimmed in the link. This would leave a white end and would prevent the suture being loaded onto the snared knot pusher due to the posterior needle tip and cuff being attached. Once it was cut off they were able to tighten the knot. None of the reported device conditions are related the failure to achieve hemostasis. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional angioplasty procedure with a small-bore sheath. Reportedly after suture harvesting, it was noted that both sutures had a white tip. Knot advancement was attempted; however, the snared knot pusher could not be inserted onto the suture. The white tip of the long suture was cut and the knot was successfully advanced/tightened; however, hemostasis was not achieved. Manual arterial compression was added to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.